Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration of time following the implant of this transcatheter bioprosthetic valve, the valve failed and a second valve was implanted. No additional information was willing to be reported. No additional adverse patient effects were reported.